Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported unspecified device failure could not be verified or confirmed. The plunger was returned with both cuffs attached to the link and engaged to their respective needle tips. There was only approximately one-fourth inch of monofilament still attached to the needle and the rest of the monofilament was not returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, an unknown device failure occurred. A second proglide was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.